Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device will not be returned.

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for hypothermia. The thermogard console was set to a target temperature of 33 degree celsius. The patient's temperature prior to the ivtm therapy was 34.4 degree celsius. Zoll quattro catheter was inserted into femoral vein. Catheter insertion was smooth. Immediately upon initiation of therapy, the saline bag noted to be empty. Airtrap alarmed and then the system powered off. New catheter was used to continue the treatment. No patient consequences were reported.